Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received in USA stating that the device would not lock the cutter burr. It is known that the device was being used during surgery and no pt injury was reported. However, it is unk if there was any medical intervention or surgical delay related to the event. No additional info available.